Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that per the patient the event started about a year ago. The rep reported that the increasing was a very common increase due to positional changes. The rep reported they programmed her to be comfortable in the positions that activated the higher stimulation thresholds so that she would no longer feel the postural surges. The new programming was low enough not to have the high points of stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient needed to get a hold of a manufacturer's representative (rep) because for so long her stimulation would increase every time she stopped so she could not use it and it has been a year since she has used it. It was reported that she could not decrease. Patient stated it always had adaptive stimulation but she did not know it just went haywire. No further complications were reported/anticipated.